Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the t-handle chuck was stuck on an implant and the t-handle had to be completely disassembled while the implant was still in. There was a surgical delay of 15 mins. The t-handle had to be disassembled while attached to the nail and traded out for a new one. There were no fragments generated. The device came apart in big pieces. There were no patient consequences/outcome. Concomitant product details: unk - elastic nails: titanium (part # unknown, lot # unknown, quantity - unknown) this report is for one (1) inserter for ti elastic nails this is report 1 of 1 for complaint (B)(4)